Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one-month post implant, the patient experienced pocket stimulation, phrenic nerve stimulation and diaphragmatic stimulation. There was no atrial or ventricular sensing as both leads, the right atrial (ra) lead and right ventricular (rv) lead, were dislodged and in the sac. Reprogramming was done and the patient was scheduled for a lead revision. Three days later at the lead revision, it was found that both the atrial and ventricular leads were in the pocket with the device completely twisted up by the patient into a ball. The physician did not feel comfortable reusing the leads. Therefore, both leads were removed and a new atrial lead and right ventricular lead were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.